Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient off-label in the tear troughs with .15 cc, in the under eye area with .1 cc, and under the eye, closer to the nose, with .05 cc of juvéderm volbella® xc. The syringe was reused. Immediately after the injection, the patient experienced ¿suspected vascular occlusion¿ in infraorbital area. The injector noted ¿discoloration¿ in the lips after injection and ¿suspected bruising¿ was spreading to areas beyond the injection site. That same day, the patient was treated with hyaluronidase two times along with ibuprofen and asa, and the patient improved. The next day, the patient was treated with hyaluronidase and three times with a hyperbaric oxygen chamber. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient off-label in the tear troughs with .15 cc, in the under eye area with .1 cc, and under the eye, closer to the nose, with .05 cc of juvéderm volbella® xc. The syringe was reused. Immediately after the injection, the patient experienced ¿suspected vascular occlusion¿ in infraorbital area. The injector noted ¿discoloration¿ in the lips after injection and ¿suspected bruising¿ was spreading to areas beyond the injection site. That same day, the patient was treated with hyaluronidase two times along with ibuprofen and asa, and the patient improved. The next day, the patient was treated with hyaluronidase and three times with a hyperbaric oxygen chamber. The event is ongoing.